Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown cause. A new lead was successfully placed with different model. No additional adverse patient effects were reported. Additional information received indicates that this right atrial (ra) lead exhibited high pacing threshold. This lead will not be returned.

Event description:
It was reported that this brady lead was surgically abandoned due to unknown cause. A new lead was successfully placed with different model. No additional adverse patient effects were reported.